Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the apollo posted a ventilator failure during use. There was injury to the patient.

Event description:
Please refer to initial MFR. Report #9611500-2018-00035.

Manufacturer narrative:
A dispatched fse could duplicate the reported issue and narrow it down to a deviation at the motor assembly. Consequently, the suspected parts were replaced. The workstation was tested and handed back over to the user facility. The motor assembly was returned to the manufacturer for an in-depth investigation and was assembled in a test stand. It was observed that rotation of the motor could not be started for numerous positions. Root cause was determined to be an abraded collector disc. The electrical contact between the collector disc and the carbon brushes was found to be partly disrupted. As the motor speed is monitored continuously a speed fluctuation resulting in a deviation between measured and expected piston position is detected. In this case the ventilator initiates an autonomous shutdown while changing mode to man/spont and audibly and visibly alarming for ventilator fail. Manual ventilation and monitoring are not affected. After the repair exchange the device was fully functional again. The motor has reached >300% of the specified life time which can be considered well-acceptable.